Manufacturer narrative:
Patient information requested, not provided. Approximate age of device will be submitted when the manufacturer's investigation is completed. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was place on the centrimag device on (B)(6) 2019. It was reported that the patient was stable in the ICU on centrimag lvad at approximately 3100 rpm when the system lost lpm flow and dashes appeared on the monitor and console. The following alarms occurred: m5, s3, f2. The ECMO manger attempted to disconnect and reconnect the flow probe. That did not correct the problem. At that time the patient went asystolic and the pump stopped. The clinician initiated emergency system exchange to the backup system however they were unable to get the pump seated properly in the new system so they shut the original pump off and restarted to see if the motor would restart. The original system did restart and cleared all the alarms so they re-initiated support on the same original system. Once the patient was stabilized the hcp did not want to switch the patient on another system in fear of the patient's condition as too fragile and unstable. The customer was waiting to get the approval to switch the patient to another system and then return the console, motor and monitor for investigation of the failure. Additional information has been requested, but not been provided.

Manufacturer narrative:
The site was unable to provide additional information regarding the event, including whether the returned motor was the backup motor or the motor used at the time of the event. Based on the information provided, as well as the investigation findings, the motor that was not returned for analysis is assumed to be the motor that was unable to be seated properly and is reported under this MFR (#2916596-2019-02537). The motor that returned for analysis is assumed to be the motor that was used at the time of the event and produced the alarms and will be reported under MFR # 2916596-2019-02554. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3: correction sections d4, f9, h4: the device serial number is unknown therefore manufacturing date, expiration date, and approximate age of device are unknown. Manufacturer's investigation conclusion: the reported event of the pump not able to properly be seated into the motor was not confirmed. The centrimag motor was not returned for analysis and no additional information regarding this event was provided, the root cause for the reported event of the pump not able to properly be seated into the motor was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.